Manufacturer narrative:
This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5. Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported to medtronic minimed that the customer experienced no alleged device deficiency. The customer reported a blood glucose value of 900 mg/dl. The customer reported hyperglycemia and diabetic ketoacidosis treated with a manual injection/insulin pen, an IV insulin drip (intravenous insulin infusion), and an ems/ambulance/ER visit. The customer reported that the cause of the event was that the insulin pump showed sensor glucose as 120 mg/dl, even if the blood glucose was over 900 mg/dl, the blood glucose was treated with manual injection, an insulin IV drip at the hospital ER. The event involved product(s) mmt-332a, mmt-7040a, mmt-243a, and mmt-1884l. The customer reported high blood glucose. Troubleshooting was not performed. No further customer complications were reported. It was unclear whether the customer had used the insulin pump system within 48 hours, and whether the auto mode feature was active at the time of the event. No product return is required for mmt-332a. No product return is required for mmt-7040a. No product return is required for mmt-243a. No product return is required for mmt-1884l.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Updated summary: it was reported to medtronic minimed that the customer experienced hyperglycemia. The customer reported a blood glucose value of 900 mg/dl. The customer reported hyperglycemia was treated with a manual injection/insulin pen, an IV insulin drip (intravenous insulin infusion), and an ems/ambulance/ER visit.